Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 16 july 2019, the device was noted to have been previously repaired ten times, the last repair being for the cord detaching from the dermatome reported on 10 september 2015. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. On 16 july 2019, it was reported that a dermatome was skipping, jumping, and was not cutting smoothly. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device on 26 july 2019 noted that the device was out of calibration specifications at the zero setting, but was within all other settings. Upon further evaluation, it was found that the dermatome was running at the low end of motor speed specifications and that the wires on the power cord were exposed. Repair of the dermatome occurred the same day and involved replacing the motor, cord assembly, machined head, neck, thickness control lever, throttle lever, reciprocating arm, needle bearing, and multiple other bearings. The technician then tested and verified that the device was functioning as intended, and the device was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 16 july 2019. While the service technician found that the device was out of calibration at the zero setting and that the motor was running at the low end of motor speed specifications, neither of these findings would lead to the device skipping and not cutting as intended. As such, a specific cause of the reported skipping and cutting issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was skipping, jumping and does not cut smoothly along side selected. The skin was prepped with chloraprep. The event occurred during surgery. An additional graft was required to complete the procedure as well as an unknown delay reported. No additional patient consequences were reported.